Event description:
It is reported that a customer lost their battery cap and was hospitalized. The customer's doctor wanted the customer to go back on pump therapy. The customer was sent a new battery cap. Details of the exact cause of the hospitalization were not provided. He caller was the customer's nephew. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.